Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that he was hospitalized due to renal failure, with a blood glucose reading of 550 mg/dl. The customer experienced high blood glucose levels and weakness prior to calling the paramedics. The customer stated that he has been reviewing the insulin pump settings with his doctor. The customer stated that he has woken up with low blood glucose levels at least four times in the past 30 days. During the hospitalization, the customer woke up with blood glucose levels between 40 and 60 mg/dl. The customer requested a replacement insulin pump. Nothing further was reported.